Event description:
It was reported that this pacemaker could not be interrogated. A magnet was applied to the device and there was no evidence that the device was pacing. The patient did not report any symptoms. Boston scientific technical services (ts) provided additional troubleshooting options. This product remains in service. No adverse patient effects were reported.